Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va18qmc, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 19-jul-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported, that the bladder stimulator doesn't work and hasn't worked for the past 3- 4 years. Patient said, that about 3 months ago a manufacturer representative checked the device and determined, that the device is not working. When asked, patient or caller didn't recall what patient's last setting was. Later in the call, patient said, that prior to last appointment, they saw a manufacturer representative a few times and received a letter. However, threw the letter away. Patient and caller aid that patient is scheduled to have the bladder stimulator removed on the 26th of this month and then start a new trial. Reviewed registration information regarding placement of ins system. The patient was redirected to their surgeon to review placement of their ins system. When asked, patient said, that their new urologist will be doing the replacement surgery. Additional information was received, from a healthcare professional (hcp). The hcp reported, that they clarified device was not working and hasn't worked in 3-4 years as misplaced device lead. Removed old device and placed new one. Issue was resolved.